Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2013 and mesh was implanted. The surgeon starting to secure the mesh with sutures when it was noted by the or nurse that there was a hole in the packaging of the mesh. The surgeon removed the mesh from the patient and replaced it with a like device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2013 and mesh was implanted. The surgeon starting to secure the mesh with sutures when it was noted by the or nurse that there was a hole in the packaging of the mesh. The surgeon removed the mesh from the patient and replaced it with a gore dualmesh. One week post-operatively, the patient was readmitted with tia, cellulitis of skin near incision. On (B)(6) 2013, the patient was seen in office with seroma drainage and wound separation with fibrinous exudate. On (B)(6), 2013 a wound exploration was done with sharp debridement of extensive and deep fibrinous exudates, including covering of mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Conclusion: the actual device involved in this event was returned for evaluation. The returned actual complete opened foil shows a multitude of wrinkles over the whole bottom and top foil of the pouch. The holes are located in folds/kinks over the foil. One hole in the middle of the foil is a crack. The holes and the crack were seemingly caused by handling of the customer.